Event description:
Procedure: total lung resection: according to the reporter: the vascular cartridge fired over the vascular structure correctly. The pt was closed and all appeared ok. However, the pt was returned to the theatre within the hour with a bleed. When the surgeon opened the pt, he found the staple line on the vascular structure had ruptured, resulting in the pt bleeding out. The surgeon was unable to stop the bleeding in time resulting in the pt's death. Further details have been requested.

Manufacturer narrative:
(B)(4).